Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, there was no battery back-up on the perfusion system. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the laboratory evaluation, the reported issue was duplicated. One of the two batteries would not accept a charge, resulting in failure of the repair of batteries to support the system in battery back-up mode. Both batteries are within the two year recommend service life.